Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
:  Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: sep 22, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, it was stated that after patient's 1st revision (B)(6) 2008), patient had experienced pain and trochanteric bursitis. There is no 2nd revision reported at this time. Update sep 22, 2017 reviewed records for reportability. Identified that during revision surgery (B)(6) 2008, surgeon explanted s-rom stem (leaving the s-rom sleeve) and replaced it with another stem. There is no record of this new stem on the implant record for (B)(6) 2008, but it is clearly noted in the or revision operative note. Added an unknown s-rom stem for alleged pain. Complaint updated on: oct 20, 2017 / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 22, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, it was stated that after patient's 1st revision ((B)(6) 2008), patient had experienced pain and trochanteric bursitis. There is no 2nd revision reported at this time. Update sep 22, 2017 reviewed records for reportability. Identified that during revision surgery (B)(6) 2008, surgeon explanted s-rom stem (leaving the s-rom sleeve) and replaced it with another stem. There is no record of this new stem on the implant record for (B)(6) 2008, but it is clearly noted in the or revision operative note. Added an unknown s-rom stem for alleged pain.

Manufacturer narrative:
(B)(4).